Manufacturer narrative:
H2) correction: h3) the two system control plates, mobile view station (mvs) power board, and generator control board were returned in relation to another event. They were not returned in relation to this event and are not relevant to this event. H2) additional information: continuation of d11) section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175r, serial/lot #: (B)(4). H2) device evaluation: analysis was completed for the image acquisition system (ias) power tray that was returned. Visual/physical examination and functional testing were performed, but the reported complaint was unable to be confirmed. There was no problem or fault found with the ias power tray. Analysis was completed for the charger enclosure that was returned. The reported complaint was confirmed through visual/physical examination. Visual inspection into the charger enclosure confirmed damaged components. The resistors were electrically over stressed. There was an electrical failure with the charger enclosure. FDA evaluation codes 10, 213, and 67 apply to the analysis completed for the ias power tray. FDA evaluation codes 10, 120, and 4307 apply to the analysis completed for the charger enclosure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. It was found that the charger enclosure was not activating the 400 vdc relay in the power tray. The rep replaced the charger enclosure and power tray as a precaution. The rep then verified operations and all tests passed. The system passed the system checkout and was performing as intended. Several components were returned to medtronic including the charger enclosure, image acquisition system (ias) power tray, two system control plates, generator control board, and mobile view station (mvs) power board. However, these components were under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the pendant on the imaging system was stating ¿initializing please wait.¿ the medtronic representative who was present did a hard reboot of the system but the error message persisted. The site chose to bring in another medtronic imaging system for the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.